Event description:
A malfunction occurred with the pump, reported by the customer after experiencing a fall that required stitches, although the pump was not harmed in the fall. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, which resolved the issue, allowing the customer to continue using the pump. The customer was advised to report any recurrence of the malfunction.